Event description:
Patient with heartmate-3 lvas (left ventricular assist system) experienced a comm fault alarm while at home. On presentation to hospital, it was discovered that the lvad (left ventricular assist device) was not functioning. It was determined that the device had been affected by multiple electrostatic discharges that damaged communication lines a and b in the percutaneous lead causing cessation of function. Patient was admitted to the intensive care unit for hemodynamic support while determining most appropriate course of action. Patient was deemed not a candidate for surgical pump replacement. External system components were finally replaced which resulted in successful restoration of lvad support. Pump had been off for nearly nine hours before the problem could be safely addressed.